Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the whole monofilament was returned loose and intact, and there was no sign of breakage as reported. Both cuffs were still attached to the link and respective needle tips. There was about 1/4 inches of monofilament still attached to the needle tip and the monofilament was clean cut. The condition of the returned device is not consistent with the complaint description. Based on the investigation findings, the device was deployed successfully; therefore the root cause is undetermined. No manufacturing or quality issue was detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that an untrained physician using a proglide device attempted closure of an unspecified vessel after an interventional procedure. Reportedly, the suture broke when deploying. Manual compression was applied to achieve hemostasis. Bed rest was increased by two hours. No additional information was provided.